Event description:
Pump experienced a cartridge change error, but there was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to inspect and remove the o-ring from the pneumatic tap area of the pump and clean it with an alcohol wipe or lint-free cloth. After attaching a new cartridge and ensuring it was properly placed, the customer followed on-screen instructions and successfully completed the load process, allowing insulin delivery to resume.